Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had been alarming no delivery and that the customer went on manual injections. The insulin pump also alarmed for a motor error. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.